Event description:
It was reported to medtronic minimed that the middle button has to be pressed multiple times, there have been no delivery alarms, and sometimes the pump does not recognize a new sensor, resulting in connectivity issues between the transmitter and pump; additionally, the pump shut off completely and restarted unexpectedly. The customer reported no adverse event. The event involved product(s) mmt-7040a, unk_reservoir, mmt-1884l, mmt-7841zn, unomedical. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for unk_reservoir. No product return is required for mmt-1884l. No product return is required for mmt-7841zn. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. All buttons functioned properly and no unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. The pump was paired with a guardian link 3 (gl3) transmitter (gt-8907445n and gt-9133194m) and a test plug. The pump was calibrated to a programmed test value properly. The pump was monitored several days while connected to the transmitter and the test plug. No unexpected pump restarting, pump-to-transmitter communication errors, lost sensor alarm, or additional sensor-related errors noted. There were not any no delivery (insulin flow blocked) alarms found in the downloaded pump history and pump diagnostic trace files. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Insulin flow blocked alarm, unresponsive keypad, pump unexpected restarting, and transmitter/sensor connection error complaints are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.